Manufacturer narrative:
The initial reporter's zip code: (B)(6). Upon further review, bd has determined that this MDR is not reportable as a suction failure. Submitting the investigation details as additional information. The reported event was unconfirmed because the device meets specifications. No root cause could be found because the reported event was unconfirmed. A bd purewick urine collection system with an external power cord was returned for evaluation. Visual evaluation of the returned sample noticed there were no cracks present on the canister. There was no residue present in cannister or tubing. The stop valve was working properly. There were light and sound indicating function. Functional evaluation of the returned sample noticed the device passed tm0301240 revision 3 with a value of 2.159 slpm at start and 2.218 slpm after 10 sec. Once the system was powered on and ran for 30 seconds, the device passed tm0301254 revision 3 by showing a 500g increase in 17.70 seconds. An in-house tubing, cannister and elbow connector used for evaluation. As the reported event is unconfirmed, a risk review and labeling review are not required. A DHR review is not required as the reported is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that the purewick urine collection unit had low suction. Representative advised to reset valve. It is unclear if troubleshooting was performed. It is unknown if lot and serial number was requested. No medical impact or medical intervention reported. (Female wick).

Event description:
It was reported by the customer that the purewick urine collection unit had low suction. Representative advised to reset valve. It is unclear if troubleshooting was performed. It is unknown if lot and serial number was requested. No medical impact or medical intervention reported. (Female wick).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.